Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2007; 1058t st jude lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a double valve replacement surgery due to endocarditis, vegetation was observed on the leads. The implantable cardioverter defibrillator (ICD), competitor left ventricular (lv) lead and a portion of the right ventricular (rv) lead were explanted. The right atrial (ra) lead and remainder of the rv lead were withdrawn into the superior vena cava (svc) and were unable to be explanted. Subsequently the ra lead was successfully explanted and a new device system was implanted. The rv coil remains implanted and adhered to the svc. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.